Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2014 with the following findings: a review of the pump¿s black box history showed evidence of short battery life. Visual inspection revealed that there was moisture behind the display lens. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump¿s audio tones were functional. Due to internal moisture contamination, the pumps vibratory feature was not functional. The pump¿s electrical current draws were found to be out of the required specifications. The pump case was removed and evidence of moisture contamination was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the pump battery life did not meet the expectations of the user. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.